Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited intermittent undersensing and small r-waves, resulting in overpacing. The patient was later seen in clinic to reprogram sensitivity, and upon evaluation, intermittent t-wave oversensing was shown to occur in correlation with drops in intrinsic r-wave amplitude. This rv lead remains in service. Ts recommended measuring t-wave amplitude and programming the sensitivity from automatic gain control (agc) to a fixed value above the t-wave amplitude. This pacemaker system remains in service. No adverse patient effects were reported.